Manufacturer narrative:
The prowave handpiece is pending return to cutera for evaluation. The user facility reported that the pt was unable to notify the user facility of the "burning feeling". The pt then went to the ER and was told that he had a "first degree burn".

Event description:
"First degree burn" secondary to prowave treatment for hair reductional.